Event description:
Additional information indicates that surgical intervention was undertaken wherein the ipg was repositioned to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient experienced pain located at the ipg site and the ipg moving within the pocket. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.